Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found screw is stripped at the head and proximal threads, this condition may affect the assembly with mating devices. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. A dimensional inspection was not performed since it was not applicable to the complaint condition. An interaction was performed using the va locking ppfx greater trochanter ring and the connecscr f/va locking ppfx greater troc, attempts were done to dissasemble both devices and found threads of the connecscr f/va locking ppfx greater troc were stripped, therefore, the condition was able to be confirmed. A proper functional evaluation was not performed due to mating plate not being returned. The overall complaint was confirmed as the observed condition of the connecscr f/va locking ppfx greater troc would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history: part number: 02.221.180. Lot number: 59431p4. Manufacturing site: raron. A manufacturing record evaluation was performed for the finished lot number, and no non-conformances were identified. The component is purchased directly from the supplier, the items are checked, and no non-conformity has been found.

Event description:
It was reported that the va locking ppfx greater trochanter ring could not be connected with the femur plate during a hip surgery. This resulted in a 10-minute surgical delay, but the procedure was successfully completed.